Event description:
Information received from the field does not address the patient's clinical status but notes that a follow-up was done after defibrillation with an ICD at 34j. Interrogation revealed vvi mode with dashes (---) in multiple parameters and programming the device was not possible. While waiting for a microprocessor download, the physician opted to explant the device because measured data revealed an estimated longevity of 6-7 months.